Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia (bph) procedure of (B)(6) 2012; prior to discharge pt experienced urinary retention. The pt was treated with a suprapubic catheter (B)(6) 2012; which was removed (B)(6) 2012 by the pts family physician. (B)(6) days post procedure, (B)(6)2012, the pt presented with retrograde ejaculation; reported to remain ongoing as of (B)(6) 2012. No further info was reported.

Manufacturer narrative:
(B)(4).